Manufacturer narrative:
(B)(4). The reported field event of high left ventricular threshold was not confirmed in the laboratory. The device was tested on the bench and no anomalies were noted. Visual inspection of the header noted no anomalies. The cause of the reported high left ventricular threshold could not be determined.

Event description:
It was reported high capture threshold was observed on the left ventricular lead. Upon device replacement, the threshold was stable when the lead was measured by the analyzer and also when connected to the new device. Left ventricular output anomaly was suspected on this device. The device was explanted and replaced. During the explant the screw of the lv port was damaged. No adverse consequences were detected.